Event description:
It was reported that to boston scientific via translational andrology and urology, that a retrospective study was conducted at shandong provincial hospital affiliated to shandong first medical university, china, to evaluate the efficacy and safety of transurethral bladder mucosal greenlight laser-selective vaporization for women with refractory overactive bladder (oab) who had not responded to conventional treatments. 32 female patients with a mean age of 57.9 years were included and underwent the procedure between may 2022 and july 2023. All procedures were performed successfully under general anesthesia by an experienced urologist using the greenlight xps laser system (realton corporation, beijing, china) with side-firing flare laser fibers, applying 30 w for coagulation and 80 w for vaporization; isotonic saline was used as the flushing agent, and vaporization was conducted by directing the fiber tip to the lesion sites at a distance of two fiber caps (3.6 mm) from the mucosa. The mean operative time was 57.4 minutes, mean blood loss was 6.9 ml, mean catheterization was 2.9 days, and mean hospital stay was 3.9 days. Twelve weeks postoperatively, significant improvements were observed in overactive bladder symptom score (oabss), three-day bladder diary metrics (daytime frequency, nocturia, urgency, urgency incontinence), overactive bladder questionnaire short form (oab-qsf) score, first desire to void (fdv), and maximum bladder capacity (mcbc). Complications were rare and mild: only 3 patients (9.4%) developed urinary tract infections postoperatively, all of which resolved with antibiotic treatment; no severe complications such as bleeding, urinary fistula, or bladder contracture were observed. In conclusion, this study suggests that transurethral bladder mucosal greenlight laser may be a promising and safe alternative for female patients with refractory oab, providing significant symptomatic improvement and minimal risk of complications, likely mediated by suppression of inflammatory and sensory pathways in the bladder mucosa.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that to boston scientific via translational andrology and urology, that a retrospective study was conducted at (B)(6) hospital affiliated to (B)(6) china, to evaluate the efficacy and safety of transurethral bladder mucosal greenlight laser-selective vaporization for women with refractory overactive bladder (oab) who had not responded to conventional treatments. 32 female patients with a mean age of 57.9 years were included and underwent the procedure between may 2022 and july 2023. All procedures were performed successfully under general anesthesia by an experienced urologist using the greenlight xps laser system (realton corporation, beijing, china) with side-firing flare laser fibers, applying 30 w for coagulation and 80 w for vaporization; isotonic saline was used as the flushing agent, and vaporization was conducted by directing the fiber tip to the lesion sites at a distance of two fiber caps (3.6 mm) from the mucosa. The mean operative time was 57.4 minutes, mean blood loss was 6.9 ml, mean catheterization was 2.9 days, and mean hospital stay was 3.9 days. Twelve weeks postoperatively, significant improvements were observed in overactive bladder symptom score (oabss), three-day bladder diary metrics (daytime frequency, nocturia, urgency, urgency incontinence), overactive bladder questionnaire short form (oab-qsf) score, first desire to void (fdv), and maximum bladder capacity (mcbc). Complications were rare and mild: only 3 patients (9.4%) developed urinary tract infections postoperatively, all of which resolved with antibiotic treatment; no severe complications such as bleeding, urinary fistula, or bladder contracture were observed. In conclusion, this study suggests that transurethral bladder mucosal greenlight laser may be a promising and safe alternative for female patients with refractory oab, providing significant symptomatic improvement and minimal risk of complications, likely mediated by suppression of inflammatory and sensory pathways in the bladder mucosa.

Manufacturer narrative:
Correction to h11 statement to reflect the following: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.